Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient who was receiving fentanyl (concentration: 1000 mcg, dose rate: 199.83737 mcg/day) and bupivacaine (concentration: 10 mg; 1.99837 mg/day) via an implantable pump for non-malignant pain and post laminectomy pain. It was indicated that on (B)(6) 2020 the patient¿s pump was slightly pink without infection signs and had scant trace of serosanguinous drainage. On (B)(6) 2020 the patient continued to have pump pocket drainage and slightly pink in color. The lateral edges had dehisced. Red and drainage was further noted. They cleaned the area on (B)(6) 2020 and applied new steri-strips. The clinical diagnosis was dehiscence of pump incision. The event was ongoing. The patient¿s next appointment was to occur on (B)(6) 2020. Regarding etiology, the relationship of the event to the device or therapy was possibly related, and the relationship of the event to the implant procedure was possibly related. The incision site / device tract was the pump pocket. No further patient complications have been reported as a result of this event. Additional information received from a consumer via a manufacture representative reported the patient was receiving fentanyl (1000 mcg/ml at 500.1 mcg/day) and bupivacaine (10 mg/ml at 5.001 mg/day) via an implantable pump. It was noted the pump was going to be moved to the patient's abdomen. It was noted the patient does have hypertension, but was controlled with medication and normal in the clinic. The patient had copd but no recent flare ups or hospitalizations. Additional information received from a healthcare provider via a clinical study reported the patient called on (B)(6) 2020 in regards to the pump incision draining. On fuv dms examined the area. The pump area was dehisced and needed to be revised. It was also noted the pump was exposed. Cultures were taken on (B)(6) 2020 and the pump was replaced. The pump was returned to the manufacture. The issue was resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study. Regarding cultures collected, no growth was noted. The date of test was (B)(6) 2020.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type catheter. The pump was returned, and analysis found no anomaly. H3: the catheter was returned, and analysis found no significant anomaly (tear in seal of sutureless connector near the guide ring). H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.